Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a 30-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, vaginal discharge and hypothyroidism. Concurrent conditions included hives and uterine bleeding. Concomitant products included glipizide and metformin for type 2 diabetes mellitus as well as aripiprazole (abilify), ethinylestradiol;norethisterone acetate (loestrin), insulin detemir (levemir), levothyroxine, levothyroxine sodium (synthroid) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar worsened"), 5 months 3 days after insertion of essure. On (B)(6) 2013, the patient experienced type 2 diabetes mellitus ("other injury(ies) or complication(s) please describe: type 2 diabetes"). On (B)(6) 2014, the patient experienced abdominal discomfort ("gastrointestinal or digestive system condition type: upset stomach"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), endometriosis ("autoimmune disorder type of disorder: endometriosis/ reproductive system disorder or condition type of disorder or condition") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: moody. Hot at all times") and fatigue ("fatigue"). On (B)(6) 2017 the patient experienced anaemia ("blood or heart disorder/condition type: anemic"). On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vagina pain") and fallopian tube cyst ("found cyst in tubes"). The patient was treated with lithium and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, endometriosis, migraine, anaemia, dysmenorrhoea, weight increased, abdominal discomfort, type 2 diabetes mellitus, vulvovaginal pain and fallopian tube cyst outcome was unknown and the genital haemorrhage, headache, dyspareunia and fatigue had resolved. The reporter considered abdominal discomfort, alopecia, anaemia, bipolar disorder, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, type 2 diabetes mellitus, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: metallic coils consistent with essure coils are present at the junction of the bilateral cornus an fallopian tubes upon removal of the essure catheter 2 coils were visualized protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramping, bipolar disorder, menorrhagia, pelvic pain, diabetes mellitus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, vaginal discharge and hypothyroidism. Concurrent conditions included hives and uterine bleeding. Concomitant products included glipizide and metformin for type 2 diabetes mellitus as well as aripiprazole (abilify), ethinylestradiol;norethisterone acetate (loestrin), insulin detemir (levemir), levothyroxine, levothyroxine sodium (synthroid) and topiramate (topamax). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced bipolar disorder ("psychological or psychiatric problems condition: bipolar worsened"), 5 months 3 days after insertion of essure. On (B)(6) 2013, the patient experienced type 2 diabetes mellitus ("other injury(ies) or complication(s) please describe: type 2 diabetes"). On (B)(6) 2014, the patient experienced abdominal discomfort ("gastrointestinal or digestive system condition type: upset stomach"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), endometriosis ("autoimmune disorder type of disorder: endometriosis/ reproductive system disorder or condition type of disorder or condition") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced mood altered ("hormonal changes describe: moody. Hot at all times") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemic"). On (B)(6) 2018, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vagina pain") and fallopian tube cyst ("found cyst in tubes"). The patient was treated with lithium and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bipolar disorder, endometriosis, migraine, anaemia, dysmenorrhoea, weight increased, abdominal discomfort, type 2 diabetes mellitus, vulvovaginal pain and fallopian tube cyst outcome was unknown and the genital haemorrhage, headache, dyspareunia and fatigue had resolved. The reporter considered abdominal discomfort, alopecia, anaemia, bipolar disorder, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, pelvic pain, type 2 diabetes mellitus, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: metallic coils consistent with essure coils are present at the junction of the bilateral cornus an fallopian tubes upon removal of the essure catheter 2 coils were visualized protruding from the ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : cramping, bipolar disorder, menorrhagia, pelvic pain, diabetes mellitus. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs received. Lot number and lob data added. Her demographic was added. Concomitant condition and medication added. Treatment drug and historical condition added. Events : hormonal changes describe: moody. Hot at all times, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: bipolar worsened, autoimmune disorder type of disorder: endometriosis, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, blood or heart disorder/condition type: anemic , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, gastrointestinal or digestive system condition type: upset stomach, other injury(ies) or complication(s) please describe: type 2 diabetes, hair loss, vagina pain, found cyst in tubes were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.